Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated and the cylinders were incorrectly sized. The ipp was explanted and replaced. There were no additional patient complications reported.